Event description:
Fracture of corinium stem.

Manufacturer narrative:
CAPA (B)(4). Device code and lot number unk at present. Pt details unk. Explant is being sent to corin. Pt details and notes requested.